Manufacturer narrative:
H3/h6: no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The device history record was unable to be reviewed as no lot number was provided.

Event description:
It was reported that the pwd called in to report a high bg reaching 380 mg/dl. The pwd noticed that the adhesive patch of the infusion set was wet. The pwd changed the infusion set and resumed insulin administration. The event occurred while in use with patient. No adverse event reported.